Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was shutting down and they didn't think they burned for 13 seconds to have the safety function come on. They waited numerous times but it didn't consistantly work. This was an emergent case and he didn't have time to wait. They changed out devices and they were able to complete the case with no issues. Only delay was to switch out devices. No patient effects.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Trackwise #(B)(4). The lot # 3000357527 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation with the batch manufacturing process.

Event description:
N/a.